Event description:
Related manufacturer reference number: 2017865-2022-41300. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. It was also noted that a sensing problem on the right ventricular (rv) lead was observed, and the rv lead was capped and replaced on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Manufacturer narrative:
Premature depletion was not confirmed by analysis. However, an abnormal transient battery voltage drop was detected. The voltage drop is consistent with li deposit in the battery.